Manufacturer narrative:
Based on the current information provided, the cause of the conversion is reported to be related to patient conditions/medical history, however, specifics regarding the exact nature of the complications and how they could have been associated with the procedure remains unclear. No product issue was alleged. Therefore, no product is expected to be returned for failure analysis (fa). A review of the site¿s complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the system logs for the event date of (B)(6) 2020 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, the surgeon had decided to convert the procedure due to severe adhesion of the pulmonary artery. While there was no harm or injury to the patient, conversion after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields are not available fields are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the surgeon had decided to convert the procedure due to severe adhesion of the pulmonary artery. After converting to video-assisted thoracoscopic surgery (vats), the lesion site was partially resected, and the surgery was completed. On 05-sep-2020, intuitive surgical, inc. (Isi) obtained the following additional information from an isi clinical sales manager (csm), who received the following information from the surgeon, regarding the reported event: it was confirmed that the procedure had started. However, the surgeon determined that the robotic surgery could not be continued; secondary to a long history of smoking, the surgeon found it difficult to detach the blood vessels. It was confirmed that there was no malfunction of the isi device or system, and there were no intra-operative complications.